Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms were reported during a routine hemodialysis treatment. Air was observed in the venous line. Rinseback of the pt's blood was not performed, resulting in an estimated blood loss of 190cc. The operator indicated that the alarms were caused by inadequate needle cannulation. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Review of the treatment log file indicates that both arterial air and arterial pressure alarms occurred. The alarms are indicative of insufficient vascular flow which may be caused by inadequate needle cannulation as reported by the operator. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.